Event description:
It was reported anesthesiologist inserted the catheter and noted a small hole near the hub. Once inserted the patient began bleeding from the hole. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided two photos for analysis. The complaint of a hole in the catheter body adjacent to the hub was able to be confirmed by the photos. The photo also shows evidence of use on the catheter. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The customer report of torn catheter was confirmed by visual inspection of the customer supplied photos. The customer photos show a used arterial catheter with a small tear/hole adjacent to the juncture hub. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported anesthesiologist inserted the catheter and noted a small hole near the hub. Once inserted the patient began bleeding from the hole. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).